Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed according. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that upon fluoroscopic examination, it was noted that this lead was in the inferior vena cava. Multiple attempts were made to reposition the lead, but the lead would not attach to the tissue. The lead was explanted and a small piece of tissue was noted on the top of the helix. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.